Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 570 mg/dl. The customer was treated with humalog. It was reported that the battery compartment was cracked and also had insulin flow block alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer was in the emergency room for two hours and was treated with humalog.